Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the body latch was broken. The body latch was replaced, and the unit was returned to service.

Event description:
The hospital reported a large leak in manual mode. There was no report of patient involvement.